Manufacturer narrative:
The pump has been returned and evaluated by product analysis on dec. 21, 2017 with the following findings: the battery compartment was cracked near the top left corner of the grip pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on dec. 01, 2017.